Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device kept analyzing the patient rhythm in a continuous loop. The customer continued the resuscitation in manual mode. In this state, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed that the device logged an event code which is indicative of a device lock up or blank screen. The reported issue of device was in a continuous loop was verified. After clearing the event code and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device kept analyzing the patient rhythm in a continuous loop. The customer continued the resuscitation in manual mode. In this state, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.